Event description:
On (b)64 )2014, rec'd explanted lead from st jude medical. No explant info provided. Investigational letters will be sent to implanting physician and center.

Manufacturer narrative:
Entire form filled out by MFR.